Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2zdfu, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 28-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that the patient was being implanted for a stage 1 trial. With the lead that was used they were not getting conductivity, no motor or sensory response. During the case a second lead was used that worked. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep). The rep stated that it was unknown about the cause of not getting conductivity, no motor or sensory response. The rep stated that they could not get any response from the lead even though we could get a response with the placement needle. The rep stated that they tried all 4 electrodes 0-3 and high minicamps. It was unknown if the issue was resolved.

Manufacturer narrative:
H3: analysis of the lead (lot#: va2zdfu) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID neu stylet acc serial# unknown product type accessory product ID 978b128 lot# va2zdfu serial# unknown product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.